Event description:
A male patient underwent aaa repair in 2009. During the procedure, there was about 300 ml of blood loss through the valve of the flex main body. The physician commented that this has happened in the last few cases. Additional information is unavailable. Patient outcome is unknown at this time.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding the captor valve, there are illustrations in the IFU showing which direction to rotate the valve when opening and closing. A design change was made to this valve effective in 2008 that will reduce the likelihood of over rotation occurring. A review of the manufacturing records indicate the captor valve on this tffb device was built prior to the implemented changes described above. At this time, we are unable to determine the exact cause of the leakage. However, we have notified the appropriate individuals and we will continue to monitor for similar events.